Event description:
Fmc canada reported a blood leak into the drain line (dialysate). Heard loud popping sound prior to seeing blood in drain line. Estimated blood loss 300cc. Two companion samples to be returned to ogden by fmc canada. Info sought on 5/15/98, 5/22/98 and 5/26/98.